Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump required frequent battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/10/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/25/2014 with the following results:a review of the black box showed a low battery warning and a replace battery alarms. No excessive battery use was observed. The battery compartment and returned cap were intact; and the pump was able to power on with no power loss. The current draws were found to be in specifications. The pump cover was removed and no internal defects were found.